Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (750 mcg/m l at 272.17 mcg/day) and bupivacaine (5 mg/ml at unknown dose) via an implantable pump for non-malignant pain. It was reported that since the patient's implant, their pump pocket site has been painful due to pump placement and would like to move the pump from the right buttock to the right abdomen. There were no external factors that may have led or contributed to the issue. The physician moved the pump from the patient's right buttock to the right abdomen successfully and added more catheter to do this. No issues with the catheter, the cap (catheter access port) was aspirated successfully. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.